Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using hemosplit catheter. On (B)(6) 2025, the customer was allegedly changing the clamping location of the catheters to prevent them from bending and breaking. Reportedly, the catheter showed memory and folds in the silicone where the clamping is performed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned, one photo was provided for review. The photo shows an invoice label that contains product details (material#: 5734420 and lot#: rejq2063). Therefore, the investigation is inconclusive for the reported catheter deformation as the photo evidence provided is not sufficient to confirm the reported event. A definitive root cause for the reported events could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a dialysis catheter placement procedure using hemosplit catheter. On (B)(6) 2025, the customer was allegedly changing the clamping location of the catheters to prevent them from bending and breaking. Reportedly, the catheter showed memory and folds in the silicone where the clamping is performed. There was no reported patient injury.